Event description:
It has been reported by a patient that he/she will need a revision surgery in the near future.

Manufacturer narrative:
This event was originally submitted to the FDA by a patient under FDA report reference (B)(4).